Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "a lot of pain," "rupture," simple cysts," and "micro calcifications." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "a lot of pain," "rupture," simple cysts," and "micro calcifications." Device remains implanted.

Event description:
The device has been explanted. Patient later reported cysts and calcification. Cysts are not considered device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on jun 09, 2022. Visual analysis of the photographs identified: red and yellow particles on the surface of the shell. No observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.